Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that blue needle not been inserted, the front end deformed during vitrectomy surgery. The surgery was completed on the same day, but it was unknown how the procedure was completed. There was no patient impact.